Event description:
Filter became detached from infusion tubing while pt was asleep. Pt awoke feeling hot and flushed with blood backed up in the IV tubing. The IV line was flushed and the tubing reattached in order to continue infusion. Rn will assess current security of connections.